Event description:
It was reported that approximately 17 months post implantation of a right total ankle arthroplasty, the patient presented with pain and swelling and underwent a revision where significant scar tissue was resected from the anterior joint, significant osteophytes were debrided from the medial and lateral gutters, and the poly was exchanged. A competitor screw was placed to help support the medial malleolus. During the revision, it was noted that the tibial and talar components were well-fixed. Upon examination of the intraoperative x-rays, it was noted that the stress reaction of the medial tibia was substantial compared to preoperative x-rays, and it was believed that the medial portion of the talus and the medial portion of the tibia had significant impingement and this was causing stress change of the distal tibia. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: p10-251-tlr2-s, talus flat rt sz 2 tps strl, lot: 260f3002303. P10-101-br3s-s, tibia flat rt sz 3 std 3dp strl, lot: 260f14923a16. The customer has indicated that the device will not be returned for investigation as the location of the device is unknown. The investigation is in process and a final report will be submitted upon results.